Event description:
It was reported that the patient had significant amount of drainage at the pocket site following an implant procedure. The physician swabbed the pocket site which showed positive for infection. Signs and symptoms of redness, inflammation and pain which radiated in the thoracic spine. The patient was also experiencing dizziness when standing. The physician believed that the infection was not device related and that the patient's advocate was changing dressings from the pocket site without following sterile techniques. The patient had taken antibiotics, and the incision site were cleaned thoroughly with sterile dressing. Cultures were taken and results reveal positive for E. Coli but susceptible to Bactrim. The patient underwent an explant procedure.

Event description:
IT WAS REPORTED THAT THE PATIENT HAD SIGNIFICANT AMOUNT OF DRAINAGE AT THE POCKET SITE FOLLOWING AN IMPLANT PROCEDURE. THE PHYSICIAN SWABBED THE POCKET SITE WHICH SHOWED POSITIVE FOR INFECTION. SIGNS AND SYMPTOMS OF REDNESS, INFLAMMATION AND PAIN WHICH RADIATED IN THE THORACIC SPINE. THE PATIENT WAS ALSO EXPERIENCING DIZZINESS WHEN STANDING. THE PHYSICIAN BELIEVED THAT THE INFECTION WAS NOT DEVICE RELATED AND THAT THE PATIENT'S ADVOCATE WAS CHANGING DRESSINGS FROM THE POCKET SITE WITHOUT FOLLOWING STERILE TECHNIQUES. THE PATIENT HAD TAKEN ANTIBIOTICS AND THE INCISION SITE WERE CLEANED THOROUGHLY WITH STERILE DRESSING. CULTURES WERE TAKEN AND RESULTS REVEAL POSITIVE FOR E. COLI BUT SUSCEPTIBLE TO BACTRIM. THE PATIENT UNDERWENT AN EXPLANT PROCEDURE.

Manufacturer narrative:
BLOCK B3: EXACT DATE APPROXIMATED BASED ON THE DATE THE MANUFACTURER BECAME AWARE OF THE EVENT. ADDITIONAL SUSPECT MEDICAL DEVICE COMPONENTS INVOLVED IN THE EVENT: MODEL NUMBER/CATALOG NUMBER: SC-2218-50, SERIAL NUMBER: (B)(6), BATCH/LOT NUMBER: 7180598, MODEL/CATALOG DESCRIPTION: LINEAR ST LEAD KIT 50 CM, UNIQUE IDENTIFIER (UDI)#: (B)(4). MODEL NUMBER/CATALOG NUMBER: SC-2218-50, SERIAL NUMBER: (B)(6), BATCH/LOT NUMBER: 7180595, MODEL/CATALOG DESCRIPTION: LINEAR ST LEAD KIT 50 CM, UNIQUE IDENTIFIER (UDI)#: (B)(4).

Manufacturer narrative:
Block B3: Exact date approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event:Model Number/Catalog Number: SC-2218-50.Serial Number: (b)(6).Batch/Lot Number: 7180598.Model/Catalog Description: LINEAR ST LEAD KIT 50 CM.Unique Identifier (UDI)#: (b)(4).Model Number/Catalog Number: SC-2218-50.Serial Number: (b)(6)Batch/Lot Number: 7180595.Model/Catalog Description: LINEAR ST LEAD KIT 50 CM.Unique Identifier (UDI)#: (b)(4). Investigation Results:All explanted devices were not returned for analysis; therefore, a technical analysis could not be performed. Device History Record:It was confirmed that all devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling Review:Review of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation Conclusion:All explanted devices were not returned for analysis and the complaint as reported could not be confirmed. Record review revealed no additional information related to the Complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code Cause Not Established will be used.